Event description:
A customer contacted baxter to report that the minicap was cracked before the use. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not received for evaluation, so the reported issue could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. An investigation process was run by manufacturing team and it was confirmed that there are no risk areas or opportunities during the process that could generate fisures or cracks in the caps. The product is not submitted to pressure or conditions that can damage the product. A cause could not be determined. The supplier of the caps was notified about this issue to perform an action plan if it is applicable. Baxter will continue to monitor similar reports to determine if further actions are required.